Event description:
It was reported that after getting power, the generator had no response. The problem happened before use on the patient. Unk how the case was completed. There was no patient consequence.